Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation: one unused unit from the same lot number was available at the plant for evaluation. No defects were observed during visual inspection. The unit was filled with solution and a spike from an extension set was inserted to the unit. Unit was hanged in the hook and the set was primed. Unit does not fail to the functional test. Unit was also tested to clear passage at 8psi and pressure test at 8psi, resulting satisfactory result to both tests. Unit was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an all-in-one empty container was leaking from several small cuts near the bottom of the bag, above the ports. According to the report, the bag had been filled with milrinone and was transported to the patient. The leak was noticed when the bag was hooked up to the patient. The bag was used in conjunction with an unknown pump. There was patient involvement; however, there was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the investigation or if any additional relevant information becomes available.